Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
This MDR is submitted retrospectively following an internal review and updated best practices in the reporting criteria. Review of the sensor data available in the data management system (dms) indicated that the system was working within expectations, with bg values demonstrating good alignment with sg trends. The observed differences were attributable to the expected lag between bg and sg inherent to the sensing technology. The user was advised to continue using the system and perform calibrations as prompted.